Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a (B)(6) patient. The patient had been on warfarin 5mg since (B)(6) 2013 and missed one dose on (B)(6) 2013. There was no additional patient information available at the time of this report. Date method time pt/inr sample (B)(6) 2013 I-stat 13:42 51.5/6.5 a (B)(6) 2013 acl top 13:53 11.8/1.1 b (B)(6) 2013 acl top unk unk/1.2 b (B)(6) 2013 unk unk unk/6.1 unk (patient returned for testing) based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.